Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 152 mg/dl. Troubleshooting was able to resolve the issue. She called back the next day to report that the insulin pump kept going off, it would turn on when she pressed a button and then alarm no delivery. Blood glucose level was 151 mg/dl. Troubleshooting was performed and the alarm was resolved after changing the infusion set and reservoir. The device will be returned for analysis.